Event description:
It was reported that this patient has an infection at the generator site, possibly due to the fact that the patient suffered a knock at the generator site. The patient has been given antibiotics for the infection. Additional information was received that the surgery occurred on (B)(6) 2017 where the generator was removed. A review of device history records showed that the implanted generator was sterilized prior to distribution. All other quality tests also passed prior to distribution. No additional relevant information has been received to date.

Event description:
Additional information was received that both the generator and lead were explanted and returned for analysis. The generator underwent product analysis and a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Communication was ok, lead impedance and current delivered were normal for all diagnostic tests performed. Potential contributing factors to the infection and protrusion have been considered and evaluated, and none were found to exist in this situation. The pulse generator passed all specifications prior to its release. The entire lead was not returned, and therefore an evaluation cannot be made on that portion of the lead. Other than typical wear and explant related observations, no other anomalies were identified in the returned lead portion.